Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture date and expiration date are unknown. Reported event of cord broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found the female connector to be detached from the cord. Additionally, the cord appears to have been bent adjacent to the edge of the connector prior to failure. The complaint was confirmed. The female connector was found to be detached which is consistent with the complaint indicating that the active cord was broken. However, the most probable root cause of this event is undeterminable as an examination of the device, event description, and follow-up information did not provide enough information to determine a root cause.

Event description:
It was reported to boston scientific corporation that an active cord valley lab was used during a procedure. According to the complainant, the active cord broke. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an active cord valley lab was used during a procedure. According to the complainant, the active cord broke. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.